Event description:
It was reported that the ilet insulin pump was inadvertently laundered and would not power on, consistent with a device problem of unresponsive controls and a touchscreen component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a software problem and a device problem characterized by unresponsive keys or buttons involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.